Event description:
It is reported that the pt has been revised due to instability.

Manufacturer narrative:
Info was received from a consumer who is not required to complete form 3500a. The info provided on this form was previously submitted under mfg report number 1822565-2011-02223. This report will be amended when our investigation is complete.